Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 09/06/2023. An investigation was conducted on 09/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The lot # 3000328206 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip was broken. Middle of the c-ring broke. The device remained intact but broken in the middle. The only procedural delay was to open a 2nd evh kit.. No patient injury reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.